Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony toric multifocal intraocular lens (model zxt300 +28.5 diopter) was explanted from patient¿s right eye in secondary procedure because of patient experiencing halos. Patient ended up having monofocal toric. Additional information was received, and it was learnt that patient was experiencing high hyperopia, astigmatism, narrow angle, significant haloes and glare with lights. Pre op refraction od:+6.0-2.75x35. Primary surgery was uncomplicated. There was no patient injury. Patient was doing well. No further information provided.